Event description:
The family member called to report that the luer look is loose. It was indicated that the reservoir does not sit securely in the compartment of the pump. At that time, the family member was advised that a replacement will be sent.